Event description:
The pt reported that after an occlusion alarm she reprimed the pump and programmed a bolus dose. When reviewing the bolus history the pt dosed 11.6 units however based on her insulin to carbohydrate ratio the amount of insulin to cover the carbohydrates she ate should have been 4.96 units. During the troubleshooting telephone call, it was also discovered that the date and time were set incorrectly on the pump. After the pt programmed the bolus dose, she ate extra carbohydrates to account for the extra insulin. She ate a donut and said she still "felt funny" and spoke to her diabetes supervisor who called an ambulance for the pt. She reported blood glucose results of 211 and 170 mg/dl around the time she took additional insulin. Her diabetes supervisor tested the pt's blood glucose and obtained readings of 148 and 135 mg/dl before the ambulance arrived. When the ambulance arrived, the pt's blood glucose level was reportedly 128 mg/dl. The pt was transported to the hospital where she did not receive any treatment and her blood glucose level increased to 253 mg/dl. The pt was discharged from the emergency room and resumed pump therapy per hospital staff.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. The pt noted that successfully cleared the occlusion alarm, which emitted appropriate warnings. The pt sought medical treatment due to an excessive bolus dose however did not mention any pump malfunction. The pt resumed pump therapy and reported no subsequent issues.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the date of the reported incident is (B)(6) 2010. A review of the pump history indicates that the pump was in use until (B)(6) 2011; the data for the reported incident is unavailable for review due to continued pump use. A review of the available pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. The pump was exercised for 29 hours with no insulin delivery issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.